Event description:
The user facility reported that the screen froze mid case and would not reboot past bausch + lomb screen. Additional information received from the rep indicated that the system was connected to a power strip. The system shut down and the reboot was not quick enough therefore, they replaced the system to finish case. No patient impact or intervention reported.

Manufacturer narrative:
A field service technician was dispatched to the user facility and inspected the system. The device turned on and evaluation of the power and foot cables passed with no issues. Evaluation of the computer system showed all modules were listed on the configuration screen with the complete list of hardware and software versions. Verification tests worked within specifications, and the reported problem couldn't be duplicated. Interviews of the staff determined that when the screen froze two other devices inside the operating room experienced a loss of power and decrease in their illumination and performance. All devices and the stellaris system in question were connected to the same power distribution box when the issues occurred. There was also evidence of water damage inside the monitor. Manufacturing and sterilization records for bl2365 eic00039 were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
Root cause likely due to external power disruption from the shared distribution box, combined with water ingress in the monitor area from improper cleaning. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.